Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the manufacturing and inspection operations was performed in sap, and it revealed that the device completed all manufacturing activities prior to distribution. Review of merlin.net logs from manufacturing also confirmed the pes passed final testing. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.